Event description:
It was reported that the patient experienced inadequate therapy for control of their movement disorder. It was assessed that there were no known device issues. The patient underwent a revision procedure during which a new lead and burr hole cover were implanted to improve the therapy. Nothing was explanted during the procedure. The patient is doing well postoperatively.